Event description:
A malfunction was reported on the pump by the caller. The impact on the customer¿s blood glucose level is unknown as the caller declined to answer whether it exceeded 500 mg/dl. The customer planned to reset the pump after acquiring the necessary charging supplies.